Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and medications were not crossing to meditech. A technical support specialist (tss) logged into the es server, identified xml messages stuck in the queue, restarted the internal inbound processor and updated the de-queue amount to 128; confirmed successful message flow and verified with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient and medication data had failed to crossover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.